Event description:
It was reported that during a colorectal procedure an ecs29b circular stapler was used for the anastomosis. Stapler was fired and removed. After leak test was performed, an anterior leak was noted. The surgeon over sewed the leak site and another leak test performed without apparent leaks. After discussion with surgeon and surgical tech, technique was consistent was odp. Staples visible from outside of anastomosis appeared malformed according to surgeon. Surgery was delayed for 10 minutes. Procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and at the 0:33 mark water is observed on the tissue and bubbles can be seen on it. At the 1:13 mark bubble can be seen again on the staple line area. However, the shape of the staples on the tissue could not be observed. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. Additional information received: there were no patient complications post op. A video was received. Any additional information obtained from the video evaluation will be included as part of the product investigation.